Event description:
As the doctor implanted the lens, the haptic was caught in the injector and broke. The lens was partially implanted, lens had to be explanted.

Manufacturer narrative:
In addition, this supplement is updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The lens and injector were not returned to the manufacturer; therefore they could not be examined. The product investigation completed by (B)(6), hoya quality assurance department, on (B)(4) 2015, consisted of a review of manufacturing and inspection records. This review of the records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
As the doctor implanted the lens, the haptic was caught in the injector and broke. The lens was partially implanted, lens had to be explanted.